Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low reservoir alarm and no delivery alarm on the insulin pump initially. Customer mentioned that she had a very small tiny bubbles in her reservoir. Customer declined troubleshooting. Customer's blood glucose was 152 mg/dl. No further information provided.